Manufacturer narrative:
Part number # 316-10 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k965132. The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that the tube developed a leak in the cuff during pt use. The caller reported the leak was detected during pretesting, but the tube was used on pt despite observed leak during pretesting. The tube was replaced without incident.